Event description:
A customer reported during a combined cataract extraction with intraocular lens implant and vitrectomy the system presented problems with aspiration. The surgery was completed with the same system with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).